Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 23apr2018, fse arrived at the site to address the reported event. Fse cleaned the cup transfer pick-up claws & block and lubricated the z-guide rod with tri-flow. Then, fse removed the incubator to clean the area below it along with all the cup positions in the incubator, and lubricated the bearings with tri-flow. Next, he was able to successfully run the cup transfer test and quality control (qc). On (B)(6) 2018, the customer ran qc and patient samples with no further errors. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through (B)(6) 2018. There were no similar complaints identified during the search period. The a1a-900 service manual rev b; chapter 5- periodic maintenance, chapter6 - software, and chapter8 - troubleshooting - error messages were reviewed. Chapter 5- periodic maintenance states that the operator should clean the surface that touches the cup (bottom surface) by wiping it with a cloth moistened with water. Move the cup retainer up and down from below, and confirm that it moves smoothly. Ensure that it is returned in the downward direction without fail by the spring and check the position of the cup pickup for each position. The 4153 c. Tran-z home overrun: the a1a-900 service manual under chapter 8- troubleshooting indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, and check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The 2161 c.transfer cup pickup: the a1a-900 service manual under chapter 8- troubleshooting indicates that the 2161 c.transfer cup pickup failure is generated when a cup was not grasped by the cup transfer. This may result when the cup hold sensor s063 did not detect a cup after the cup was grasped. The operator is instructed to contact the service department, check s063, the cup pickup position and cup pickup operation. The 6.28 cup transfer test: prepares two cups on the sample rack. Displays "enter repeat no." And default value 1 in the ten-key area. After a value has been entered, the following control is performed. Home setting for cup transfer, dispense lane, and incubator transfers two test cups on the sample rack to the dispense lane ports 1 and 2. Transfers two cups at ports 1 and 2 to the incubator's outer circumference with a distance of three positions after the dispense lane returns to the home position .transfers two cups from the incubator's outer circumference to the inner circumference. With a distance of three positions after turning around the incubator once. Transfers two cups from the incubator's inner circumference to the outer circumference with a distance of three positions. Transfers two cups from the incubator's outer circumference to the dispense lane ports the 1 and 2 at their home positions. Repeat steps (3) to (6) necessary times. The 7 discards the cups in the dispense lane after the dispense lane ports have returned to their home positions. The most probable cause of the reported issue was due to serum on the cup transfer pick-up claws.

Event description:
On (B)(6) 2018, the customer reported receiving "4153 c-trans z home overrun" and "c-transfer cup pickup failure" while running controls on their a1a-900 analyzer. Technical support (ts) instructed the customer to remove the cover and check for dropped cups in the tip rack and dispense lane. The customer was unable to run follicle-stimulating hormone (fsh) and luteinizing hormone (lhii). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluated by MFR- correction to dates for 13 month complaint history review and service history review: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through (B)(6)2018. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.